Manufacturer narrative:
Patient's medication/condition as a cause of the unexpected results cannot be ruled out. All inr results provided by customer are performed more than three hours between two readings. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Data provided were not valid for comparison test. In-house therapeutic donor testing has been performed on reported lot number 312522 on (B)(6) 2013. Results as follows: donor: (B)(6), inratio: 2.8, 2.9, 2.8, reference: 2.40, bias threshold: 1.40 - 3.40, %cv: 2.04; donor: (B)(6), inratio: 1.6, 1.6, 1.6, reference: 1.63, bias threshold: 1.13 - 2.13, %cv: 0. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Conclusion: data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. Patient's medication/condition as a cause of the unexpected results cannot be ruled out. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. Root cause could not be determined from the information provided by the customer. (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2013, inratio2: 1.4, lab: 7.6. Time between tests: about 8 hours. Therapeutic range: 2-3. Patient self tester states they were instructed to change their warfarin dose based on the inratio 1.4 result. Patient was hospitalized on (B)(6) 2013 for a gi bleed. Patient received plasma and blood transfusions.